Event description:
Pt was revised to address loosening of the asr cup. Upon opening the joint space, possible infection was found, and there was no bony ingrowth on cup. In 2009, additional info from the rep indicated that the tests for infection came back negative.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.